Manufacturer narrative:
(B) (4).

Event description:
The pt was unable to get more than two coupling bars since implant and she had pain at the pocket site. A high number was not able to be obtained using the antenna locate feature. Impedance measurements were within normal range. Surgery confirmed that the ins was not flipped; it was explanted. The pt had successful stimulation and recharge ability following replacement.